Event description:
Use philips respironics dream machine bipap for severe central and obstructive sleep apnea. Philips recall information advised to complete report as I also have a heart condition, pulmonary hypertension and other medical conditions and associated prescriptions that may affect respiration. FDA safety report ID# (B)(4).